Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining reproducible elevated troponin (accutni) results, above the ami cutoff, for 3 samples from one patient that was generated by the access 2i (lxi) immunoassay system. The erroneous results were reported out of the laboratory. The patient had a heart catheterization procedure performed, which showed no blockage.

Manufacturer narrative:
Per the customer, the qc has been resulting within the customer's established ranges. The customer stated the system checks have been within specifications. The patient sample was sent to customer product line support (cpls) for further testing. The sample has not been received to date. Service was not dispatched for this event. No clear root cause could be determined for this event.